Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the inferior vena cava (ivc) filter and perforation. The patient became aware of the reported events approximately twelve years and two months post implant. The patient reports perforation of filter strut(s) outside the ivc and tilting of the filter and living with the anxiety related to the filter. According to the medical records provided, approximately one year before the filter was implanted, the patient was hospitalized and treated for a deep vein thrombosis (dvt) and pulmonary thromboembolism (pte) with coumadin. The patient had since been readmitted to the hospital with abdominal pain and rectal pain. Upon evaluation, the doctors felt the patient was setup for another pulmonary thromboembolism based on immobility caused by paraplegia. The patient was deemed a candidate for filter placement due to the higher risk of probability for a dvt and pte in the future. The filter was placed and deployed infrarenally at the overlap of the vertebral bodies of l2-l3. A post deployment venogram performed demonstrated no evidence of migration and no evidence of thrombosis within the vena cava. The patient tolerated the procedure well. The patient has subsequently reported becoming aware of blood clots, clotting and occlusion of the ivc approximately thirteen years and nine months post implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc or occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the inferior vena cava (ivc) filter and perforation. As per the patient¿s implant records, approximately a year before the filter was implanted, the patient was hospitalized and treated for a deep vein thrombosis (dvt) and pulmonary thromboendarterectomy (pte) with coumadin. The patient had since been readmitted to the hospital with abdominal pain and rectal pain. Upon evaluation, the doctors felt the patient was setup for another pulmonary thromboembolism based on immobility caused by paraplegia. The patient was deemed a candidate for filter placement due to the higher risk of probability for a dvt and pte in the future. The filter was placed and deployed infrarenal at the overlap of the vertebral bodies of l2-l3. A post deployment venogram performed demonstrated no evidence of migration and no evidence of thrombosis within the vena cava. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and two months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside the vena cava. According to the redacted-amended patient profile form (ppf), the patient additionally reports blood clots, clotting and occlusion of the inferior vena cava, and became aware of these events approximately thirteen years and nine months after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the inferior vena cava (ivc) filter and perforation. The patient became aware of the reported events approximately twelve years and two months post implant. The patient reports perforation of filter strut(s) outside the ivc and tilting of the filter and living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside the vena cava. According to the medical records provided, approximately one year before the filter was implanted, the patient was hospitalized and treated for a deep vein thrombosis (dvt) and pulmonary thromboembolism (pte) with coumadin. The patient had since been readmitted to the hospital with abdominal pain and rectal pain. Upon evaluation, the doctors felt the patient was setup for another pulmonary thromboembolism based on immobility caused by paraplegia. The patient was deemed a candidate for filter placement due to the higher risk of probability for a dvt and pte in the future. The filter was placed and deployed infrarenally at the overlap of the vertebral bodies of l2-l3. A post deployment venogram performed demonstrated no evidence of migration and no evidence of thrombosis within the vena cava. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the inferior vena cava (ivc) filter and perforation. As per the patient¿s implant records, approximately a year before the filter was implanted, the patient was hospitalized and treated for a deep vein thrombosis (dvt) and pulmonary thromboendarterectomy (pte) with coumadin. The patient had since been readmitted to the hospital with abdominal pain and rectal pain. Upon evaluation, the doctors felt the patient was setup for another pulmonary thromboembolism based on immobility caused by paraplegia. The patient was deemed a candidate for filter placement due to the higher risk of probability for a dvt and pte in the future. The filter was placed and deployed infrarenally at the overlap of the vertebral bodies of l2-l3. A post deployment venogram performed demonstrated no evidence of migration and no evidence of thrombosis within the vena cava. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and two months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside the vena cava.